Event description:
It was reported there was a communication problem. The patient was at a convention about a month and a half ago, and it was noted her back was hurting and she had a migraine. The patient reportedly wanted to sit but could not find a place to sit. The patient got a piggy back ride which caused ¿some trauma¿. The patient reportedly had to get reprogrammed twice since then and had a hard time charging last time. It was reported the patient could not find the implantable neurostimulator (ins) to charge, and had to move the antenna around to charge. It was reported that prior to the patient¿s incident, she did not have problems charging. Further, it was noted that after the piggy back ride, it ¿caused some problems¿ and stimulation did not work right after that and they had to deactivate one lead. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3550-39, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead, lot # v162771007, found that the lead body was broken at the titan anchor site. It was noted that #0, #3, #5, and #7 conductors were broken 22.3 cm from the distal end. These conductors were found to be open during the functional test. No shorts were found between the circuits. Analysis of the lead, lot # v162771005, found that the lead body was broken at the titan anchor site. It was noted that #6 conductor was broken 23.2 cm from the distal end. This conductor was found to be intermittent during the functional test. No shorts were found between the circuits.

Event description:
Additional information received reported that around (B)(6) 2013, it was determined that the patient had some high impedances. At that time, the manufacturing representative reprogrammed around the impedance issue and the patient was getting pain coverage. This issue stemmed from an event the patient went to. The patient was deaf and there was "going to be some type of healing for the patient at this event." The patient was physically picked up by someone and since that time, the patient had some issues with the stimulation. An x-ray, several reprogramming sessions, and an impedance check were performed. The patient experienced increased pain and gradual decreased coverage. The patient was complaining of stimulation turning on and off. It was unknown when this event began, but the patient met with a manufacturing representative. Due to these issues, the leads and the implantable neurostimulator (ins) were replaced on (B)(6) 2014. During the procedure, the surgeon noted that something out of the ordinary with the anchor. The metal piece of the titan anchor was deeper than normal and closer to the epidural space, which the physician was concerned about. It was determined that the lead was broken. Following the patient's revision, the patient was getting good pain coverage. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).